Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was identified as a defective 5.1v power supply. The investigation of the affected system showed that no x-ray functionality was available due to a malfunction of the ac/dc converter. After the power supply was replaced the system worked fine again. This kind of failure has a rare occurrence. No systematic error could be identified. No systematic error could be identified therefore no corrective actions are planned based on this event.

Manufacturer narrative:
Exemption number e2017017. Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis zee floor system. During an acute procedure, no x-ray was possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.